Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited noise along with oversensing and low r-wave amplitude measurement. Electrogram (egm) strips sent into boston scientific technical services (ts) showed pacing inhibition that resulted in greater than 2 seconds of asystole. Also, biventricular trigger was turned on and extended the tachy detection durations. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.